Event description:
It was reported that pump experienced malfunction with displayed malfunction code and fault ID, and no notable events occurred before problem started. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who provided reset instructions and assisted with resetting pump, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and caller acknowledged and understood instructions.